Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Patient reported last spring they had an ins implanted and got an infection. The patient stated there were 2 kinds of bacteria and there was pain around the implant site. The ins was removed and replaced (B)(6) 2019. No further complications were reported/anticipated. See related pe (B)(4) for information related to lack of effect.